Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implant worked for the first 4 ¿ 5 years and after that, they had some type of reaction like back pain. The patient reported that they couldn't lay down, sit down, and they had to lay down with their arms in the air. It was reported that an ambulance had to come get the patient because the pain in the back was too strong. It was reported that the device stopped working in 2016. The patient reported that they wanted to have the ins removed, but they couldn't find a healthcare provider (hcp). No further complications are anticipated.